Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿minimum 6-year follow-up of revision total knee arthroplasty without patella reimplantation¿ written by david f. Dalury, md, et al, published in the journal of arthroplasty vol. 27, no. 8 suppl. 1 september 2012, was reviewed. The purpose of the study was to determine the midterm outcome of patients undergoing revision tka with removal of the polyethylene button and patelloplasty. Products used: sigma femoral components, depuy. This study reviewed patients who underwent revision tka form may 2001 to june 2005. Of the identified 73 patients, 33 patients were treated with button removal and patelloplasty. Of these 33, 8 did not have the minimum 6-year follow-up. 12 patients did not have a new button implanted, rather a patelloplasty. No patient in the study required additional surgery. Complications included three patients with anterior knee pain, one patient with a subluxed patella but no pain or weakness and three patients with weakness on full extension. Two patients had patellar subluxations and lateral wear of the patellar shell. There is insufficient information within the article to determine the manufacturer of the initial implant. The authors also do not specify which patients retained patellar buttons in the complication population.